Event description:
The customer informed siemens of discordant falsely elevated carbon dioxide concentrated (co2_c) results obtained on an advia 1800 chemistry system. The results were not reported to the physician(s). The customer used the same patient samples to perform repeat testing on an alternate advia 1800 chemistry system. The repeat results were lower, and the customer noted that the results were considered correct. There are no reports of adverse health consequences due to the falsely elevated co2_c results.

Manufacturer narrative:
A united states customer contacted siemens customer care center to inform that falsely elevated carbon dioxide concentrated (co2_c) results failed the delta check and were not reported to the physician(s). Siemens dispatched a customer service engineer (cse) to the customer site. The cse performed troubleshooting and replaced the vacuum pump. The customer ran a calibration, quality control and noted that testing passed with no issue. The customer used a patient sample to compare with another system and stated the results matched and the system was operational. Siemens noted the cse replaced the sample aspiration and dispense pump (sp) l ring seals, dilution probe aspiration pump (dip), dilution probe discharge pump (dop), reagent dispensing pump 1 (rp1), and performed services on the rp1 probe. The customer noted no further issues post-service repairs. The cause of falsely elevated carbon dioxide concentrated (co2_c) results on three patient samples is unknown. The customer did not report a recurrence post-service, and the instrument is performing according to specifications. No further evaluation of the device is required.